Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on (B)(6) 2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. On (B)(6) 2015 the consumer started experiencing constant bleeding / loss of extremely large blood clots, constant headaches, joint pain and painful cycles. She stated that she will be having full hysterectomy to remove essure. Her 3 children had to watch her suffer in pain the last 11 months. She spent her days in bed crying. She also stated that she had been half the person she was pre-essure and that it has taken away almost a year of her life. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority. It refers to a female consumer who had constant bleeding (loss of extremely large blood clots) and pain (in the last 11 months) since essure (fallopian tube occlusion insert) insertion. She stated she will have a hysterectomy. The reported events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Other non-serious events were reported. This case was regarded as an incident, since a surgical intervention will be required for device removal. A product technical analysis and follow-up information are being sou

Manufacturer narrative:
Follow up information received on 21-apr-2016: no further information was obtained despite follow up attempts. Follow-up received on 05-may-2016: quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority. It refers to a female consumer who had constant bleeding (loss of extremely large blood clots) and pain (in the last 11 months) since essure (fallopian tube occlusion insert) insertion. She stated she will have a hysterectomy. The reported events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering events' nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Other non-serious events were reported. This case was regarded as an incident, since a surgical intervention will be required for device removal. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up attempts were performed without success.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.